Manufacturer narrative:
Product ID: mc1vr01-delsys. (B)(4). Product event summary: the delivery system was returned and analyzed. No anomalies were found. Visual summary indicated blood inside sheath.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg), the delivery system did not seem to curve correctly after several relocation attempts. The catheter was extracted from the patient and tested. It seemed to curve correctly, but the doctor had some reservations to use the same catheter and decided to try a new one. It was also reported that a few hours post-implant, the patient began feeling bad. It was noted that the patient had developed a pericardial effusion. The effusion was drained and the following day no additional liquid was drained from the pericardial cavity. Another ipg was implanted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.